Manufacturer narrative:
Product analysis: the device was returned with the loaded in a 6fr sheath. A visual inspection of the device confirmed that the balloon burst, (photo 4) and that both markerbands are present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use evercross balloon catheter during patient treatment in in an av fistula access. Moderate vessel calc ification is reported. The artery diameter was 3mm and lesion length was 60mm. Lesion exhibited chronic total occlusion (cto). There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. Vessel was not post dilated. Balloon was inflated using a syringe it was reported the balloon burst circumferential/radial during procedure. The balloon fragmented in 2 pieces but remained attached to the shaft and device was removed by simply removing over the wire. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and no excessive force was used. Procedure was complete successfully using a new device. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.